Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided on a supplemental report.

Event description:
It was reported, surgeon implanted a gamma nail and was unable to engage set screw into lag screw. He tightened the set screw all the way down in the nail, but was still not engaging. He explanted the nail and removed set screw and replaced with a new set screw. He still was unable to engage into the lag screw, so he replaced the entire implant with another gamma nail, (B)(4), and was then able to successfully engage the set screw into the lag screw.